Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "the patient was actively coding when IV module suddenly said "channel error" and shut down with high dose epinephrine drip running at 2mcg/kg/min."

Manufacturer narrative:
Additional information added to: a4,b3,d11, remove unintended application program from device code, added 1503. Not latino/hispanic the report of a channel error and shut down during an infusion was confirmed via log analysis only.; no devices were returned. The device logs indicated the pump module experienced a channel malfunction at 9:50 am on (B)(6) 2019 and not at the time of 17:20 as reported. The channel malfunction was error code 240.4150.0 which indicates an upper pressure high failure. This channel error stopped the infusion with alarm as the design intends. The pump module was infusing drugid=262, 10mg/100ml at the rate of 228ml/h when the error occurred. The total volume infused was recorded at 40.968ml. The cause for the upper pressure sensor failure could not be determined due to no product having been returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "the patient was actively coding when xv module suddenly said "channel error" and shut down with high dose epinephrine drip running." An incomplete date of event of (B)(6) 2019 was provided.